Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation evaluation. The complaint device was not received for an evaluation. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and trends. A review of the device history record found there were no non-conformances on lot 8888405. A review of complaint history records revealed there have been no other complaints associated with the complaint device lot number 8888405. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. The fiber was not returned for evaluation and no photos were provided to assess the damaged laser fiber. A review of relevant manufacturing documents was conducted. It was concluded that the device was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Any of the listed factors provided in the IFU can cause or contribute to the alleged malfunction. Based on the information available an investigation conclusion could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Event description:
Additional information was received (B)(6) 2019: it was reported, the procedure was delayed 15 minutes. The fiber was inadvertently discarded. The fiber was replaced and the procedure was completed. The patient did not experience any adverse effects.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) # - k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
On 13dec2018, a materiovigilance report (reference # (B)(4)) was received from (B)(6). The report has been translated into english language and the following was reported. After putting in place the laser fiber on the laser generator, during trials, the external sheath of the fiber burnt under effect of the laser. The medical team has observed the fiber is partially crushed in few places. This crushing effect has been the result of the laser burning the sheath. As reported, the procedure took longer than expected. The fiber was changed. Additional event details have been requested from the user facility. At the time of this report, no new information has been received.